Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#(B)(4), implanted: (B)(6) 2014 ; product type: lead, product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014; product type: lead, product ID: neu_ptm_prog; product type: programmer, patient product ID: neu_recharger_acc; product type: recharger. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-apr-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 11-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a friend/family member regarding a patient who was implanted with an implantable neuro stimulator (ins) for unknown indications for use. The patient (pt) rep reported pt felt getting shocked for a couple of years and shocking had been getting worse and worse. Pt would be crying. Also, it has been causing quite a bit of pain. Pt resides in assisted living facility and the pa at that facility is dr. (B)(6). Dr. (B)(6) got the ball rolling and referred pt to a neurosurgeon.  Healthcare provider (hcp) , hcp thinks the shocking might be coming from the ins. They did a CT scan about a month ago to see the placement of the leads. Caller did not know if the leads migrated or were placed in wrong area. From what the caller understood, the leads were not where they needed to be or used to be. The patient's doctor wanted to investigate further because it was going to take a surgery to have the device removed. Their doctor ordered an MRI. When pt got to MRI facility they could not get to MRI mode. Pt told their daughter, pt rep, that they charged all night long and it did not charge. In the morning it showed a little bit of battery.  Pt rep said it might be possible pt had not charged for a while. Reviewed the possibility of overdischarge. Pt rep called to see how to go about scheduling a rep to come out to MRI facility. Reviewed the options of having pt call here to troubleshoot, reviewed the option of contacting the rep as well. Caller was redirected to hcp.  Caller said pt was supposed to get an appointment with a new hcp, but did not make an appointment because their doctor referred her to the neurosurgeon.   The patient called in the next day and stated she discovered 2yrs ago the ins was placed wrong and she has been getting shock since 2yrs and having trouble with the unit. Patient stated she doesn't want to go back to the doctor that placed their ins wrong. Patient stated she had different surgeons now and she would like to have an mdt rep check her implant. Patient stated the external devices are not working and doing anything. Patient stated she had a cat scan because she could not have an MRI. Patient services (ps) asked if patient adjusted the stimulation to see if that would stop the shocking and patient said the external devices are not working. Ps offered to troubleshoot the external devices and patient said, she would like to have someone show her in person so she make sure she is doing it correct. Ps reviewed reps role and recommend patient consult with her doctor's ofc to invite rep. Pss provided the national answering service's number for hcp office to call.